Manufacturer narrative:
Upon completion of investigation a follow up report shall be submitted.

Event description:
The helix support had been partly detached from the graft during intraoperative tunneling (some parts of the helix support moved). The procedure was completed with another graft.